Event description:
Boston scientific received information that during follow-up, this system was unable to be interrogated due to the on-site programmer, not having compatible software for this device model. Reportedly, the device had been implanted in another geography. As a result, the device was electively explanted. During explant, the physician encountered difficulty during setscrew retraction and ultimately cut the chronic leads to complete extraction. All replacement components were non boston scientific products and the explanted products are intended to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted the right atrial (ra) and right ventricular (rv) tip setscrews were in the down (fully tightened) position. All other setscrews were in the up (loosened) position. The ra and rv tip setscrews were successfully loosened without the use of unexpected force. The ra ring setscrew was found to be stuck in the up position but was loosened with greater than the expected amount of force used. All other setscrews moved freely. The device was successfully interrogated and was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported difficulty in removing the leads from the header and confirmed there were no device issues contributing to the inability to interrogate the device.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.